Event description:
It was reported that a vns patient presented high lead impedance readings for both systems and normal mode diagnostics during a routine off visit. The last known good diagnostics were obtained in 2008; however, specific results were not provided. There were no reports of patient manipulation or trauma that could have caused the reported event and no end of service indicators were observed. X-rays were taken and sent to the manufacturer for review. No anomalies were observed that could have contributed to the reported event. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.